Event description:
A bipap autosv adv sys one device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination and displayed error code e066 (err_stuck_encoder_b), e062 (err_ stuck_ramp_key), e022 (err_motor_flux_magnitude), e032 (err_ low_pressure_support). The device was scrapped by the service center after the evaluation was completed.